Event description:
It was reported the patient had been complaining of getting super-hot and feeling like their head was going to explode. The patient started feeling like this about 20 minutes prior to this report. The reporter stated the patient felt it yesterday and their head was real hot. The hot feeling was where the leads were. Two months prior to this report, the patient had fallen and did not feel anything. Nothing had changed and they had not had any issues recently. The patient had contacted their healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0mqlu, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0mqlu, implanted: (B)(6) 2014, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # va0mqlu, # implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0mqlu, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).